Event description:
It was reported the patient¿s blood glucose reached 17 mmol/l (306 mg/dl) and that the cannula was bent. The pod was worn between 36 and 48 hours on the arm. Hyperglycemia treated by patient activating new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.